Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. After lens was inserted, the surgeon noticed what appeared to be a mark or lint on the lens. The surgeon attempted to irrigate the lens with saline to remove the mark or lint but was unable to do so. The surgeon decided to removed the lens. The surgeon routinely enlarged the incision and used two sutures to close the wound. The lens was torn while being removed from the eye. Another same model and size lens was implanted. Reporter stated the lens was defective.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned product found haptic and piece of optic torn off and missing. Lens has deep scratches on optic and loose lint on lens surface. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. (B)(4).